Event description:
A customer from france reported the occurrence of false resistant ertapenem (mic >4) result for an escherichia coli strain in association with the vitek 2 ast-n234 test kit, lot 6340329403. The strain was from a patient urine sample. Repeat testing via ast-n234 card obtained a result of susceptible, as did testing via disk method. Due to repeat testing, there was a delay >24 hour in reporting the result to the physician. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. Culture submittal has been requested by biomérieux for internal investigation. Biomérieux investigation will be initiated.

Manufacturer narrative:
A customer from (B)(6) had reported the occurrence of false resistant ertapenem (mic >4) result for four (4) patient strains of escherichia coli in association with the vitek® 2 ast-n234 test kit. An internal biomérieux investigation was performed. Only three (3) patient strains were received from the customer. The reference method (agar dilution, ad) which was the method used for ertapenem development (formulation etp01n) on ast-n234 gave : s1 and s3 : etp mic = 0.008 mg/l s s2 : etp mic = 0.004 mg/l s the reproducibility testing on vitek 2 ast-n234 cards from cba subculture for each strain (customer lot 6340329403 and random lot 6340437103) gave : etp mic </= 0.5 mg/l s whatever the lots and the strain tested. Vitek 2 interpretation according to casfm eucast 2016 (same as 2017), breakpoints etp : [s</= 0.5 - r>1]. The customer resistant results were not reproduced and were within essential agreement compared to the reference ad mic without category error. The vitek 2 ast-n234 card performed as intended.